Manufacturer narrative:
Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for loose IV shield with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for loose IV shield was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was able to confirm the customer's indicated failure mode. Based on the investigation, a root cause could not be determined within the scope of this evaluation.

Event description:
It was reported that the IV shield of the bd vacutainer® safety-lok¿ bcs with pre-attached holder was found separated in the unopened individual packaging. No serious injury or medical intervention.